Manufacturer narrative:
On 23-apr-2025, mentor received additional information about the event. It was reported that the patient suffered from bilateral rupture of her breast prostheses. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-05115 for the report for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured post implantation. Rupture was diagnosed via MRI. The side of rupture (left breast, right breast, or bilateral) was not specified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The following information was reported about patient¿s breast prostheses: left device: catalog #3504001bc, lot number is unknown. Right device: catalog #3504001bc, lot #5627076. If clarification is received regarding side of rupture, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot #5627076 (right breast implant), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. For patient's left breast implant, no lot number was provided. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).